Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, curved opening, observed void 1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a curved sharp opening on valve bond edge assessed as unidentified (tear) opening(a dimension measurement in the shell was performed which identified the thickness within specification), total delamination of plug strap disk shell (100%) assessed as adhesive failure. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a curved sharp opening assessed as unidentified(tear) opening and delamination of diapherm flange disk assessed as adhesive failure. Further investigation has been initiated.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.